Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a safety needle. The customer reports that upon activating the safety mechanism, it did not lock into place. As a result, an employee received a dirty needle stick.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.